Event description:
It was reported that one day prior to the report the patient's stimulation stopped completely during the day. The patient charged full last night prior to the report but fell asleep during charging and "he knew it was full because it showed charged all the way across except for the very last slash" but on the day of the report, the stimulation stopped completely again. It was stated the patient did not turn stimulation on after he recharged, he turned it on in the morning when he got up. He felt the stimulation "for 3-4-5 hours," then it shut off and he stopped feeling the stimulation. It was stated that the patient couldn't get past the "recharge the stimulator" screen. It was further reported that the implantable neurostimulator recharger (insr) was not charging. It was initially stated that "the insr went completely out" one day prior to the report, the patient charged it up last night, then after 3-4 hours on the day of the report "it just went blank." After troubleshooting, the insr appeared to be functioning as it should. It was also reported that the patient was unable to adjust stimulation. It was clarified that it was actually his implantable neurostimulator (ins) that "went blank" and stopped stimulating after using it for 3-4 hours on the day of the report. After synchronizing the ins with his patient programmer (pp) a "recharge the ins" and "low ins battery" screens were seen. It was stated the ins battery was empty and pp battery was half-full. The patient had been charging for a few hours one day prior to the report and it was stated that he thought he saw ins battery icon full one day before the report. During the report it was stated that he might have looked at the wrong battery. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).